Manufacturer narrative:
Argus case: (B)(4).

Event description:
I wrongly drink the medicine polident [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was reported by a consumer via call center representative (voicemail) on (B)(6) 2021. The consumer stated that "I wrongly drink the medicine polident. Consumer referred with hospital and was advice to monitor condition within 2 hours".